Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected since the user was hit on the head with a baseball around the beginning of (B)(6) 2020.

Event description:
Hearing performance with the device is affected since the user was hit on the head with a baseball around the beginning of (B)(6)2020. The user was re-implanted.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.